Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 3003790304-2021-00009. The biomedical engineer at the user facility further reported the intended procedure was completed. There was no delay in the procedure. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced generator was returned to the service center. The evaluation confirmed the generator display could not be switched on due a damaged vfd display. Additionally, the output voltage was below specification due to a defective psu. The vfd loom was discolored, the keypad was defective, the unit is running on an old version software and the unit was missing the four mounting feet. The returned asset was repaired to standard specifications and returned to the asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed customer that during an unspecified event, the user had damaged the screen on the g400 generator. No patient injury or harm was reported.